Event description:
It was reported that insulin gauge displayed amount different than expected and that pump showed a static fill estimate of 90 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Caller contacted technical support, received education that this issue could occur due to variance in measured pressures used to calculate insulin remaining, and was informed that fill estimate would resume counting down once insulin in cartridge matched displayed value; caller understood and acknowledged this information.